Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states that the chair is defective and the chair has a bend in the frame of the chair. The right wheels wobble and appear to be bent. In some cases they rub the side of the chair. Per the technician's evaluation, the frame does not seem to be bent. The wheel is bent causing the wobble and the arms do have excessive play in them allowing the wheels to rub on them.

Manufacturer narrative:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the wheelchair was clean and without any scratches, dents, or broken welds. The right rear wheel was bent and did not roll straight. As it rotated, the wheel touched the arm rest and then moved as far away as 3/16 of an inch. Functional observations- the wheels are free of debris and are able to roll easily, despite the right rear wheel touching the arm rest. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. Complaint of "bend in the frame of the chair" was not confirmed. Complaint of "right wheels wobble and appear to be bent" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Customer states that the chair is defective and the chair has a bend in the frame of the chair. The right wheels wobble and appear to be bent. In some cases, they rub the side of the chair. Per the technician's evaluation, the frame does not seem to be bent. The wheel is bent causing the wobble and the arms do have excessive play in them allowing the wheels to rub on them.